Event description:
The customer reported that the device was displaying the service indicator. There was no report of patient use associated with the reported issue.upon evaluation of the device, physio-control observed that it had logged event code 9c19 in the memory. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio then replaced the therapy pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was a diode, designator cr30. The diode was shorted from pins 5 to 9.